Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 10 mg/dl. The customer's doctor stated that the customer was experiencing high blood glucose levels on the insulin pump during the hospitalization, with a blood glucose reading of 430 mg/dl. Nothing further was reported.